Event description:
Dissection following arterial sheath insertion discovered after introduction of enroute .014 wire. Sheath was retracted and enroute 0.014 wire was advanced without event and crossed the lesion. Ica stent was placed and an additional stent was placed proximally to treat the common carotid dissection.